Event description:
It was reported by the customer that a pyxis medbank system had a cubie was failed to open and medbank application was crashed. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.